Event description:
It was reported that wireless module serial number (B)(4) would not connect to the facilities network. The associated spectrum pump that was involved with the wireless module had the facilities version 45 mdl when it should have version 46. The biomed at the facility replaced wireless module (B)(4) with another wireless module and was able to update the correct mdl on the associated spectrum pump. There was no pt injury or pt involvement.

Manufacturer narrative:
(B)(4). The wireless module was received at baxter for evaluation. The module was received inoperable due to a "enable net error" condition caused by failure on the radio pcb (specific component not identified) rendering the unit un-repairable due to mac address assigned as product sn. The wireless module was retired.